Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, cautery was used to access the lesion and the first flange of the axios stent was deployed without issue; however, resistance was felt and the second flange of the axios stent was unable to be deployed. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 14, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for pseudocyst drainage during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on june 14, 2022. During the procedure, cautery was used to access the lesion and the first flange of the axios stent was deployed without issue; however, resistance was felt and the second flange of the axios stent was unable to be deployed. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additional information received on july 26, 2022: it was reported that during the procedure, the stent first flange was not fully deployed and was re-constrained outside the patient.

Manufacturer narrative:
Blocks b5 has been updated with the additional information received on july 26, 2022. Block e1: initial reporter address - (B)(6). Block h6: medical device problem code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in original position with the retainer clip. Functional inspection was performed; the catheter passed through the luer without resistance, the hub was able to move as expected and the stent was able to be deployed. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was not confirmed; the stent was received fully covered by the outer sheath and undeployed and was able to be deployed during functional evaluation. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the handle was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Based on the available information, there is not enough information to confirm the reported event of stent partially deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.